Event description:
The pump was returned for investigation. Investigation revealed contamination under all the of the keypad button contacts. The display screen was found to be dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/13/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: the keypad was found to be torn along of up arrow and down arrow button. During testing, all of the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was visible under all of the key contacts. Evaluation revealed that the display was dim and discolored. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).